Manufacturer narrative:
On (B)(6) 2014, consumer claims while using the philips avent twin electric breast pump, she was having power issues with the motor. The pump would turn off during pumping. The consumer would have to restart the pump and move the cord. As the consumer was unplugging the pump, she received a shock from the cord. Product was requested to be returned for evaluation and a replacement pump was sent as a courtesy. On 07/02/2014, product evaluated: appearance and overall good conditions were verified. The product was prepared for a "leakage current test", in order to have real data as a basis for additional root cause analysis. Test confirmed values of leakage current are negligible (approx. 100 times lower than ul limits). For this reason electric shock sensation is not likely to be real and product is in perfect working condition and is considered safe and effective to use.

Event description:
Received a call from the consumer. Consumer states that the philips avent twin electric breast pump's cord was arching and shocked her.